Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 17-oct-2018 with the following findings: evaluation revealed there was contamination under the all keypad button contacts. Multiple cracks in the battery compartment were observed below and above grip pad. (B)(6)

Event description:
The pump was returned for investigation. Evaluation revealed contamination under the all keypad button contacts. Evaluation also revealed multiple cracks in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 17-oct-2018.